Event description:
It was reported to philips that the customer was unable to perform x-rays. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-rays. Analysis of system log file showed errors related to the reported issue. Upon troubleshooting, fse found that there was a leak in the hose inside the technical room which resulted in low oil level of cooling unit. To resolve the issue, fse replaced the hoses of tube cooling system and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.